Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out due to normal eri, lead externalized conductors were observed. Patient was asymptomatic. No electrical anomalies were detected on the lead. Upon investigation, it was reported that the lead has been inactive for several years for unknown reason. No further information was provided.